Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. No second was inserted. On 12/8/97 it was reported that blood was found in the gas exchange tubing. The tubing was disconnected from the pump. The pt had gone for CABG on 10/22/97. [Event complications]: none from the event-reported 10/27/97 and 12/8/97

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/6/98).